Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to atrial arrythmia burden (aab) of at least 0.5 hours in a 24-hour period. Review of the data identified one event of 1.2 hours; however, all available electrograms showed far field r-wave oversensing (ffrwos). Lead assessment with a programmer was recommended. No adverse patient effects were reported.